Event description:
Stent was deployed in the sfa. After deployment, when performing the final angiogram, physician noticed the radiopaque marker and a foreign object attached to the radiopaque mark proximal of the stent in the profunda. Upon the physician's inspection of the delivery system, it was observed that the inner lumen of the stent where the stent is crimped onto the system, as well as the distal dilator of the delivery system was missing. Due to the location of the separated segment in the profunds, no interventional measures were taken to remove the dilator tip.